Manufacturer narrative:
(B)(4). D10: cat# 11-301012 lot# 974880 arcos sts dist stem 12x250mm. G2: foreign: country: new zealand. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided for the cone body. Unable to perform a compatibility check due to insufficient information provided. Medical records were not provided. A definitive root cause cannot be determined for the loosening. Single-use, sterilized devices manufactured or distributed by zimmer biomet are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is unlikely that the specified device caused any patient infection. The devices were also implanted greater than 90 days. The reported issue cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated report: 0001825034-2024-00677.

Event description:
It was reported that approximately one year and 3 months post implantation of a right total hip arthroplasty, the patient was revised due to infection and the joint is loose. Though requested, no additional information was available.